Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with steroids for a duration of 10 days (specific type and date not reported). The device was explanted on (B)(6) 2024, and there are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
There is a previous MDR pertaining this patient submitted under report number 6000034-2024-02011. This report is submitted on july 15, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.